Manufacturer narrative:
Additional information provided indicated that upon initial assessment, in its original packaging, the delivery system showed no defects or abnormalities. The delivery system was prepped in usual fashion; no abnormalities were noted during preparation of the device. Additionally, there were no abnormalities noted with any of the accessories (stopcock, atrion syringe, etc). The delivery system had been thoroughly flushed with normal saline and was not torqued during the case. No kinks were noted. It is perceived that the longer deflation time was most likely related to the additional volume (2cc) added to the delivery system, per physician request. A mixture of 15% contract/saline was used during preparation of the delivery system according to IFU. There was no injury to the patient. The patient left the operating room in stable condition, and the case was described as a ¿procedural success¿. The delivery system was returned to edwards lifesciences for evaluation. No imagery was provided for review. The device underwent visual and functional analysis. During visual inspection, a kink on the guidewire lumen was observed at the crimp balloon and balloon shaft bond, likely due to position in returned packaging. The device was returned unlocked with a partial flex and no fine adjust. A kink was observed on the flex shaft 9¿ from the flex tip, likely due to position in returned packaging. Some gouges were observed on the flex tip. During functional testing, the device was evaluated for balloon inflation/deflation time. The inflation/deflation met specifications. No other abnormalities were observed during inflation or deflation of the balloon. Due to the nature of the complaint, dimensional testing was not performed. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and revealed no issues that may have contributed to the reported event. A lot history review performed revealed no similar complaints. A review of complaint history from october 2018 to september 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints with returned devices. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformances were identified. A review of complaint data for september 2019 revealed that the complaint rates did not exceed the control limit for the applicable complaint trend categories. The commander delivery system instructions for use (IFU) and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Per the procedural training manual, verify the inflation volume with the volume indicated on the y-connector or the delivery system. Note: the delivery system requires a prescribed volume for thv deployment and proper function. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint for ¿deflation difficulty ¿ partial or slow¿ was unable to be confirmed as relevant imagery was not provided. The complaint for ¿withdrawal difficulty ¿ through sheath¿ was confirmed through condition of returned device (bend on flex shaft). No potential manufacturing non-conformances were identified as the device met functional testing (inflation/deflation time). Visual inspection of the device did not reveal any abnormalities. A review of the DHR, lot history, complaint history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. As there was no mention of inflation/deflation difficulties during device preparation or examination of the device after the procedure, it is likely the issue is related to patient and/or procedural factors. Per the complaint description, the ¿balloon radiographically appeared to not deflate¿. As extra volume was added to inflate the balloon, it is possible that the balloon¿s profile was enlarged, and its subsequent deflation profile made it appear to have residual fluid via fluoroscopy. However, the returned device did not appear to have residual fluid and functional testing showed that the inflation/deflation time met specification. It is likely that the deflation profile caused difficulties during retrieval. Although a definitive root cause is unable to be determined, available information suggests the reported event was due to procedural factors (additional inflation volume; deflation profile). A review of complaint histories revealed that the occurrence rates did not exceed the control limits for the applicable trend categories. Therefore, no corrective or preventative action are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve with a commander delivery system (+2cc of volume per the physician¿s request), the delivery system balloon radiographically appeared not to deflate and was difficult to withdraw into the sheath during delivery system removal. The physician attempted to remove the volume in the delivery system with a syringe, yet it still appeared inflated under fluro.  The physician ultimately was able to remove the commander delivery system through the sheath.